Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. Received customer pictures. We have no further inventory of either material/batch. We have no further complaints for either material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
Customer states blood clotting with lavender tubes. They had 4 tnps [test not performed/canceled tests] in one week. They are now collecting two tubes on each patient just in case.